Manufacturer narrative:
Additional info: d9, g3, g6, h2, h6, h10/11 the lens was not returned for evaluation. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that on insertion of an intraocular lens (iol) into the patient¿s eye the iol haptic was broken. The lens was cut and the incision was enlarged to remove the lens. Another lens was successfully implanted. There was no patient impact. Additional information was requested.